Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. Multiple attempts for additional information were not successful. Without an evaluation of the complained device and without the information requested, no further investigation is possible and no root cause can be determined.

Manufacturer narrative:
An investigation has been initiated. No device has been returned. Additional information has been requested.

Event description:
The extension line developed a hole, possibly due to the clamp.